Event description:
It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a balloon dilatation procedure. According to the complainant, the balloon was inflated to 18mm at the gastro esophageal junction. The physician moved the scope for better positioning and a snap was heard. It was then noted that with the guidewire positioned inside the balloon, the balloon and part of the guidewire became separated from the catheter. A snare was used to retrieve the separated portion of the device from the pt's stomach. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.